Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the impedance check was normal a1 program was covering original pain pattern (left arm & shoulder) and the patient had complete pain relief for the first month after surgery. The patient underwent physical therapy for low back pain end of (B)(6) (2018)/beginning of (B)(6) (2018) and since that time, stimulation no longer is helping with left arm pain. The patient is now having neck pain. The rep added a2 program, which covers right arm, neck, and head. The doctor is recommending a lumbar radiculopathy film and wants to wait to see if cervical pain resolves. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The report indicated that the stimulation was covering their areas of pain. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep . It was reported that the patient started experiencing pain in left shoulder, over his heart and down left arm. Patient said he has been more physically active and standing on concrete and feels these factors may be contributing to discomfort, does not think complaints are device related. Impedance check normal; patient also states that paresthesia sometimes causes increased discomfort; today, reconfigured with a high dose program (so paresthesia does not need to be as intense) which covers left shoulder and entire left arm to fingers; patient states this program does a better job covering pain and has already noticed some relief; unable to configure the program to cover the area of pain around his heart. Additional information was received from the rep. It reported that paresthesia slightly covering left shoulder, but strongest in left arm; adjusted pw from 780 to 120 and added - on 0 and + on 8; paresthesia now covering more of left shoulder and patient noticing pain relief in shoulder; patient states increased pain started approx. Two weeks ago during physical therapy. No further patient symptoms or complications were reported in this event.